Event description:
It was reported that the patient had some burn marks at the ipg site. Additional information was received that the device did not help the patient. The patient underwent an explant procedure and the explanted device will not be returned.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient had some burn marks at the ipg site.